Event description:
Caller reported the tubing became detached at the disconnect location on the infusion set. No adverse event reported. Requested return of the alleged infusion set; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. A second transfer set, same lot, was also confirmed for the reported malfunction.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.